Event description:
The customer obtained a higher than expected, non-reproducible vitros tropi es result (1.97 ng/ml) from a single patient sample processed on the vitros 5600 integrated system. The same sample was retested and the repeat result (repeat <0.012 ng/ml) was believed to be the accurate result. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The falsely elevated vitros tropi es result obtained from the patient sample was reported from the laboratory, and the patient was treated. However, treatment was discontinued after the corrected report was issued. There was no report of harm to the patient as a result of the treatment given, and no report of harm to any of the patients as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-repeatable, falsely elevated, vitros trop I es result was predicted from a single patient sample, when processed on the vitros 5600 system. A definitive root cause for the event could not be determined. Ocd service actions were performed on the analyzer, however, pre-service vitros tropi es precision testing demonstrated the vitros 5600 system was operating as expected. There was no evidence found to suggest an analyzer or reagent malfunction contributed to the higher than expected results.